Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the prime/compromised force sensor system test at 4lbs due to a faulty force sensor resistor. The pump was received with a cracked display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had several compromised force sensor system alarms on the insulin pump. The pump was not bumped or dropped. Customer was asked verbally and in written form to return the pump for analysis.